Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The pipeline flex was not returned for evaluation as it was implanted in the patient. The report of pipeline flex failure to open at the distal end could not be confirmed. The event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report of incomplete wall apposition during pipeline flex treatment of an unruptured, saccular aneurysm in the right, cavernous internal carotid artery (ica). Patient's anatomy was reportedly tortuous. When deployed, the distal end of a pipeline flex opened, but slowly. The device covered the aneurysm neck. The distal edge of the pipeline flex was not fully apposed, so it was tacked up successfully using balloon angioplasty. There was no report of patient injury.